Event description:
In the process of notifying the physician that patient's device may be nearing end of service, it was discovered that the patient had passed away. The exact date and cause of death are unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.